Manufacturer narrative:
(B)(4) is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. In (B)(6) 2018, patient experienced stoma site redness and discharge. Unspecified blood test and wound culture was performed, there was no infection. Patient was started on oral antibiotic amoklavin 1000 mg/2x1 as prophylaxis. The patient did not recover and was referred to a different clinic and infection was diagnosed. Patient was started again on amoklavin 1000 mg 2x1 oral and unspecified local antibiotic cream.